Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's battery issues. Unit stopped working with 1 minute low battery warning. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's battery issues. Unit stopped working with 1 minute low battery warning. There was no injury to patient.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10, h11. Corrected field: d4 (version or model, catalog, unique identifier (UDI). It was reported that the cs300 intra-aortic balloon pump (iabp) unit had battery issues. A getinge field service engineer (fse) stated customer reports iabp stopped working with 1 minute low battery warning. No further information provided. Batteries were due next pm. Performed all test required. Batteries removed and replaced with new batteries as required. Performed battery test. Completed repair with all functional and safety tests per manufacturer specifications. No death or injury to patient. There was no patient involved.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.